Event description:
An endurant stent graft was implanted in a patient during the endovascular treatment of a 84mm abdominal aortic aneurysm on an unknown date. It was reported approximately 5 months post the index procedure, follow up CT identified a type ib endoleak and increasing aneurysm sac diameter due to severe retraction of the left limb in the setting of severely angulated common iliac arteries. Intervention was performed to straighten and extend the left limb to seal the endoleak. During the procedure after a failed attempt to straighten the limb using a non mdt wire, a reliant balloon was positioned within the retracted segment of the graft. The balloon was then inflated and pulled inferior with progressive traction which straightened the limb into the iliac aneurysm allowing wire passage for subsequent extension of the left limb. There were no immediate adverse events or residual endoleaks. The patient was discharged home 5 days post the procedure. Per the physician the cause of the limb retracting was anatomy related to angulated common iliac arteries. No additional sequalae were reported and the patient is fine.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; successful manipulation of a retracted limb graft using a balloon molding catheter to seal a type 1b endoleak ajit kishore & sherif latif j vasc interv radiol 2022; 33:1628¿1629. Https://doi.org/10.1016/j.jvir.2022.09.010. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.